Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the e433 occurred due to a faulty foot switch. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
Olympus was notified the hf unit "esg-400" generator displayed an e433 error code due to single foot switch failure and the power button of the main unit was embedded. The malfunctions were found during an unspecified event. There was no report of patient harm. This report is being submitted for the e433 error code.

Manufacturer narrative:
The device was returned to olympus for inspection. The error code e433 was not reproduced when tested with an alternate main unit and facility single footswitch. The recessed power button was confirmed. Additionally, inspection found an abnormal output value due to generator board failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.